Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated a memory error for an integrated circuit. (B)(6).

Event description:
It was reported prior to the implant procedure that attempting to use wireless telemetry with the implantable cardioverter defibrillator (ICD) was not successful. Communicating via non-wireless telemetry showed that wireless telemetry was disabled. The ICD was not used and another was implanted. The ICD was returned to the manufacturer where it subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.